Manufacturer narrative:
Device evaluation: the device evaluation of clso-7-12 device of lot number c1828776 could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study (B)(4), (B)(6), cholangitis. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for clso-7-12 device of lot number c1828776 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/or label the instructions for use (ifu0045), which accompanies this device advises the user on potential complications: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. This device is used to drain obstructed biliary ducts. There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to known procedural adverse events associated with the use of clso-7-12. As per the IFU, cholangitis is known potential adverse events associated with an ercp procedure. As per the pmcf study, the cause of the cholangitis was due to stent occlusion. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent was used to treat benign biliary stricture secondary to liver transplantation. At 23 days post-procedure, the patient experienced cholangitis due to stent occlusion. The site noted the event as not related to the procedure; related to other condition or cause, specifically, living donor tx; complex biliary anastomosis; occluded biliary stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient received antibiotics and underwent repeat ercp with replacement of the biliary stent. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to known procedural adverse events associated with the use of clso-10-9. As per the IFU, cholangitis is known potential adverse events associated with an ercp procedure. As per the pmcf study, the cause of the cholangitis was due to stent occlusion.

Event description:
A supplemental report is being submitted due to completion of the investigation on 26 may 2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported, to customer relations via observational post-market study complaint form. In december 2021, the patient had a biliary stent placed in the right hepatic duct. For treatment of benign biliary stricture secondary to liver transplantation. At 23 days post-procedure, the patient experienced cholangitis, due to stent occlusion. The site considered this related to the study stent, not a device deficiency". Update 25-jul-2024: the site noted, the event as not related to the procedure. Related to other condition or cause, specifically, ¿living donor tx, complex biliary anastomosis, occluded biliary stent. Patient outcome: the patient received, antibiotics and underwent repeat ercp with replacement of the biliary stent. The event is noted, to have resolved without sequelae. Patient/event info. Notes: no manufacture additional questions to be sent, as this a study complaint.